Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4).

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm), 5-pack seal could not be loaded and the procedure was completed without any problems using a spare heart string. No health hazard to the patient.